Event description:
Baxter reported that a pt experienced chest pain 25 minutes into dialysis treatment on a psn 170 dialyzer. The pt was administered morphine, 2.5 mg, and oxygen at 6 to 10 l/min and treatment was continued. It was reported that the pt has since dialyzed on an alternate dialyzer without incident. It was reported that the pt is currently an inpatient in coronary care.